Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "constipation," deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported subject was injected in the chin with juvéderm® volux¿. Approximately four months later, patient experienced the events of constipation and dermatitis (left arm), deemed not related to the device. Patient was treated with ¿liuwei anxiao capsule 1.5g¿, ¿itopride hydrochloride tablets 50mg¿, ¿compound azintamide enteric-coated tablets 225mg¿, and ¿triamcinolone acetonide 2g" for the constipation. Events have recovered/resolved.